Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at th12 to treat pseudarthrosis and a vertebral fracture due to a fall. At an unknown time post-op, the patient fell and developed a vertebral re-fracture at th12. Treatment provided is unknown. No other information was reported.